Event description:
It was reported that the pt would undergo a pocket revision due to the implant slipping and appeared close to the surface of the pt's skin. The implant was revised to a more comfortable position, and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.